Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the pink slide did not move forward, when the pod was activated indicating a needle mechanism failure. The patient's blood glucose level was reported as high (400 mg/dl). The pod was worn between 24 and 36 hours. As treatment, a new pod was placed.